Event description:
My dexcom g7 sensor failed. When I contacted the manufacturer for support they required the device serial number from the packaging. The device serial number is not printed on the sensor and is only printed on the disposable box and applicator, both of which are commonly disposed of after insertion. The need for these items to be retained, or the need for this information to be recorded, is not included on the product documentation, user guide, or quick start guide. This is defective documentation that is missing this steps and actions that are needed for product support. The manufacture should a) include the need for this information or items to be retained in the product documentation, user guide, and quick start guide; b) have the device serial number printed on the device itself; c) record the serial number, and make available to the user, in the accompanying app and hardware receiver. Failure to include this information prevents the proper use of the device and is used by the manufacturer to exempt the device from replacement from normal and expected use.